Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Vats - within the last month ((B)(6)), two trocars snapped in two different cases. For the first case, the trocar shattered into 4 different pieces causing particulation. The pieces fell into the patient, and it is presumed that all the pieces were retrieved but not 100% sure. The scope was in the cannula at the time of breakage for both cases. For the 2nd trocar, the cannula shaft broke into two pieces described as clean break. Additional information received via email from sales representative on march 13, 2017 - we did not get to speak with the surgeon, but we spoke to the nurse. She did not save the packaging or write anything down, so we have no known date or details other than it happened last month. We are unaware of any patient status, but are being led to believe there was not patient injury due to the delay in giving us this information. We know the surgeon was retrieving pieces of one of the trocars from the abdomen, but have not seen the trocar ourselves to confirm if all were received. The other trocar that snapped in half we were told had a scope through it when it happened. Patient status: no patient injury or harm reported.